Event description:
It was reported patient underwent left knee revision approximately six years post-implantation due to pain. During the revision, bone loss was noted on the patient's femoral after removal of the implant.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00251, and 0002648920-2022-00208. Concomitant medical devices: femur cemented posterior stabilized (ps) standard left size 8, catalog#: 42500606401, lot#: 63317073. Natural tibia cemented 5 degree stemmed left size e, catalog#: 42532007101, lot#: 63085528. Foreign source: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified that the implant shows signs of implantation (nicked/gouged/wear). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with eventual loosening of the tibial component; overall fit and alignment of the implants is appropriate. There is osteopenia. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.